Event description:
After a tavr procedure, a 18f manta vascular closure device was deployed for closure of the access site. It was reported that after manta deployment the patient experienced major bleeding leading to a reduced hemoglobin > 3 g/dl. The bleeding was first controlled by stenting then balloon dilation which reduced the bleeding, but did not fully stop the bleeding. The patient was transferred to the operating room where an endarterectomy was performed and reported that the manta device was found in the subcutis. Additionally, the patient received a transfusion of 3 units of blood following the series of adverse events. The patient was reported recovered without further sequelae on (B)(6) 2019.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain event and device information. The device was not returned for investigation. The angiograms were obtained and reviewed. It was noted that the lock appeared to be far away from the vessel indicating tract deployment and the stick was not per IFU (below bifurcation). The EU IFU warns, "do not use if the puncture site is at or distal to the bifurcation or being positioned incorrectly." The EU IFU lists failed hemostasis requiring manual compression, application of balloon pressure from a secondary access site, or surgical repair as possible adverse events. The device history record was reviewed, and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for investigation. Source documentation and angiograms have been requested from the site. Further investigation into root cause, document history record review, and risk documentation review will be performed.

Event description:
After a tavr procedure, a 18f manta vascular closure device was deployed for closure of the access site. It was reported that after manta deployment the patient experienced major bleeding leading to a reduced hemoglobin > 3 g/dl. The bleeding was first controlled by stenting then balloon dilation which declined the bleeding, but did not fully stop the bleeding. The patient was transferred to the operating room where an endartectomy was performed and reported that the manta device was found in the subcutis. Additionally, the patient received a transufsion of 3 units of blood following the series of adverse events. The patient was reported recovered without further sequelae on 07-feb-19.